Event description:
It was reported that t:slim x2 pump battery would not charge while child was at school wearing pump. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back when pump was available so technical support could complete troubleshooting and, if pump was found faulty, provide supplier report, and no additional information was received regarding the outcome of the event.